Manufacturer narrative:
There is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. Medtronic conducted an investigation based upon all information received. It was reported that pb560 ventilator generated a low vent ilation volume alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. So, sp replaced turbine and turbine control printed circuit board (pcb) with a new one to resolve the issue. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. One turbine was received for failure analysis. The ventilator failed all the calibrations, flow sensor capacity test, turbine performance test. Unit also failed both ac and battery ventilation generating a high priority alarm with the following error message displayed on the display screen: ¿connect valve or change pressure¿. There was no air flow from the turbine. The turbine was sent to the vendor for further analysis. The motor and turbine are able to be turned manually, an internal problem within the motor prevented the motor from starting on its own. One turbine control pcb was received for failure analysis. The ventilator powered up normally and no errors were recorded in the dia gnostic logs. No fault found. The cause of the event was isolated to internal problem in the motor of turbine. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pb560 ventilator generated a low ventilation volume alarm. The ventilator was not in use on a patient at the time of the reported event.

Event description:
Correction: it was reported that the "ventilation volume seemed to be low" on the pb560 ventilator. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Corrections: section b5 section h6 evaluation code conclusion section h10 from initial MDR (h3 device evaluation summary) medtronic conducted an investigation based upon all information received. It was reported that the "ventilation volume seemed to be low" on the pb560 ventilator. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. The sp replaced the turbine and turbine control printed circuit board (pcb) to resolve the issue. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One turbine was received for failure analysis. The ventilator failed all the calibrations, flow sensor capacity test, turbine performance test. Unit also failed both ac and battery ventilation generating a high priority alarm with the following error message displayed on the display screen: ¿connect valve or change pressure¿. There was no air flow from the turbine. The turbine was sent to the vendor for further analysis. The motor and turbine are able to be turned manually, an internal problem within the motor prevented the motor from starting on its own. One turbine control pcb was received for failure analysis. The ventilator powered up normally and no errors were recorded in the dia gnostic logs. No fault found. The cause of the event was isolated to an internal problem in the motor of turbine. The supplier/vendor has initiated an internal investigation regarding this issue. The product history record was reviewed and there were no non-conformances during the build of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: h2, h7, h9: during a regular internal review of complaints, it was identified that some medwatch reports associated with an fca were submitted without a correction/removal number in field h9 of 3500a form. Medtronic have initiated CAPA pr 576617 to address this gap. As part of correction activities, this supplemental medwatch is being submitted to correct this issue and provide the appropriate correction/removal number in field h9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.